Event description:
As reported, approximately 12.5 years post the initial right total knee arthroplasty, the patient complained of pain. The patient underwent a revision due to a loose femur and recalled poly. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, which was confirmed by the images provided. The wear coincided with potential joint instability regarding the femoral component per the attached radiographs, but the sequence of events as related to the reported wear cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event, so it is unlikely that there are manufacturing related contributions to the event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. D10: logic tibia fin tray cem sz 2f/2t (cat# 02-012-39-2020 / serial# (B)(6). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6).